Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: on investigation, the alleged cracked display issue was not verified. No damages were observed with the display lens or the display screen. The pump powered up to the verify screen auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display was dim and discolored and a compartment crack was found below the grip pad.